Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse observed the mixer paddle was damaged and buffer syringe was loose. The fse also noticed the coupler tubing for the reference valve was worn out and buffer valve was faulty. Fse replaced the mixer paddle, the coupler tubing and the buffer valve, and tightened the buffer syringe which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the generation of high patient results and quality control for sodium (na) and chloride (cl) on their au5800 system. The samples were repeated with results considered normal. The original high results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.